Event description:
As reported (B)(6) 2013, a (B)(6) female patient presented for an endovenous laser procedure of the leg. During the procedure when the treating physician pulled back on the fiber, it was noted a red light was visible on the fiber. The disposable fiber was set aside and a new of the same device was used to complete the procedure. There was no report of harm or injury to the patient due to the event. It was reported the disposable device is available for return to the manufacturer for evaluation.

Manufacturer narrative:
It was reported that the device involved in the incident is available to be returned to the manufacturer for evaluation. To date the device has yet to be returned. Attempts are being made to obtain the device. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. It was reported the patient suffered no harm or injury due to the event. An investigation into the root cause for incident is currently in progress. The results of the investigation will be sent via a follow up medwatch.